Event description:
It was reported that the customer was having issues with the sensors not lasting a full six days. Customer also needed to return some of the reservoirs. Customer's blood glucose levels was 140 mg/dl. Senors will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.